Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, and was not able to confirm the reported complaint. Unique identifier:(B)(4).

Event description:
The hospital reported high co2 delivery. The patient was switched to manual ventilation, and case resumed. There was no report of patient injury.